Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump but also prepared to use multiple daily injections (mdi) as a backup therapy. Technical support advised that a replacement pump with updated software would be sent, and they confirmed the shipping address. They provided instructions for putting the original pump into storage mode and for its return, which the caller understood and acknowledged. The caller was instructed to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump.